Event description:
The radiologist attempted arteriotomy closure with a prostar xl 8 fr. Device. After a needle stall and successful backdown were experienced with the first device, a second device was inserted. Good marking was achieved. The needles were deployed and three presented at the hub. Fluoroscpy revealed the fourth needle had missed the barrel. Needle backdown was unsuccessful. The radiologist inserted hemostats and extracted all four needles from the bottom of the barrel, however, hemostasis was lost. He inserted a 10 fr. Sheath and regained hemostasis, but due to hemodynamic considerations as well as the fact that the pt was heparinized, the physician elected to have the arteriotomy surgically repaired. Surgery was successful and the pt recovered without incident.